Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is debris in the usb port, causing difficulties with charging the pump. Additionally, it was reported that there is debris in the cartridge loading area, causing difficulties with loading the cartridge. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.